Event description:
It was reported that during a ptca/stent procedure, following advancement to the coronaries, a dissection occurred in a protected left main. Reportedly, the left main artery had a transverse take-off and this specific guide catheter works best with a superior left main take-off. The dissection was successfully treated with stents.